Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was relocated due to an unknown reason. It was noted that the ipg was replaced to a non rechargeable device as the patient did not want to charge. The patient was doing well post-operatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.